Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. On (B)(6) 2016, the customer was admitted to the hospital for diabetic ketoacidosis and an elevated blood glucose (bg) level in the 400's (mg/dl). Reportedly, the customer is insulin resistant and hospitalization was due to multiple factors, including being unable to load a cartridge due to the reported issue. In an attempt to address their bgs, the customer administered manual humalog injections. At the hospital, the customer was treated with intravenous insulin and fluids to stabilize bg levels. The customer was released from the hospital on (B)(6) 2016, with the issue resolved and no permanent damage to the customer.